Event description:
Related manufacturer reference number: 2017865-2022-03734. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was on (B)(6) 2022. It was also noted that the patient's right atrial (ra) lead was dislodged in 2020 during a watchman procedure, but was not removed at that time. Therefore, during the pacemaker explant procedure, the physician attempted to reposition or explant the ra lead but was unsuccessful. Instead, the physician elected to cap and replace the ra lead on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. The device was tested on the bench and using automated testing equipment, and no anomalies were found.